Event description:
Infutronix llc received a complaint from a healthcare professional, who reported "dirty tape on the inside of the administration set". This was noticed when the administration set was opened. There was no patient involvement. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.